Manufacturer narrative:
Section d1: corrected. Section d4. Catalog number, primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the heartmate touch ¿not working¿ was not confirmed. Log files were submitted using the system monitor. Multiple requests for additional information about the reported issue with the heartmate touch were made; however, no additional information was provided. The submitted log files were reviewed. The log files did not contain any data that would indicate an issue with using the heartmate touch. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate touch communication system quick start guide (rev. B) explains how to export, save, and access log files using the heartmate touch. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. This section describes that system controller log data can be viewed in the heartmate touch ¿historical¿ view. This section explains that historical data can be viewed on the historical view of the heartmate touch app, and how to access the historical view. This section also explains how to set the data logging frequency for the controller and lvad periodic log files. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch (hmt) did not work. Two different hmts were used, and two different readers. Related heartmate touch was reported under manufacturer report number 2916596-2024-01187.